Event description:
It was reported the device was being connected to an IV bag and during check the luer connector was found to have a crack in it. Device was not used with patient.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one level 1 hotline disposable was returned for investigation in used condition. Visual inspection was performed at 12 inches and under normal lighting. The luer was found to be broken. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.